Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer was unable to charge the pump due to damaged usb port. The customer's blood glucose level had no adverse impact. Customer reverted to manual injections for insulin therapy.